Event description:
The hosp reported that during the saphenous vein harvesting procedure, te bisector was sticking within the harvesting cannula during retraction and advancement. The procedure was completed with a bridging technique. No other pt complications were reported.

Manufacturer narrative:
The product experience is not confirmed for issues with the bisector sticking. From the analysis, the vh-3200 device meets specifications. Corrective action has been initiated to address this failure mode.